Event description:
It was reported that the cartridge o-ring was missing. There was no adverse impact to the customer's blood glucose level. Prior to contacting technical support, customer had resolved issue independently by successfully loading new cartridge and resuming insulin use.